Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection at 10x microscope magnification was performed. The condition observed in the returned lens is consistent with a lens that has been handled during surgical process. The complaint issue reported was not verified as the event reported was related to the patient's anatomy and was not related to the device. Manufacturing record review (mrr): the manufacturing process record was evaluated and the lenses were manufactured within specifications. The units were released according to specification. Labeling review: the directions for use (dfu) were reviewed and adequately provides instructions and precautions for the proper use and handling of the intraocular lens. Based on the manufacturing records review, analysis of the return, historical complaint review and non conformance/corrective action and preventative action (CAPA) review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was not enough support for a za9003 intraocular lens (iol) and the lens was removed within the same procedure. Reportedly, vitrectomy was performed and the issue was associated with patient anatomy. Patient anatomy-zonular dehiscence and couldn't support the intraocular lens. An anterior chamber lens was used as a replacement lens. No further information was provided.